Event description:
Same case as MDR ID# 2134265-2012-07361. Reportable based on the product analysis of related device completed on (B)(4) 2012. It was reported that during prep for a percutaneous coronary intervention (pci) treatment procedure, catheter entrapment on the guide wire, outside the patient occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified proximal left anterior descending (lad) artery. The physician advanced a 1.75 mm rotalink plus burr over a rotawire ex support guide wire when resistance occurred and the burr stuck on the guide wire outside of the patient. The procedure was completed with a different device. There were no patient complications reported and the patient status is good. However, the returned product analysis revealed that the guide wire fractured.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: an initial examination of the complaint rotablator plus unit was carried out. A tug test was performed to examine the integrity of the connection and no issues were noted with the unit's handshake connector during the connection of the device. An attempt was made to load a test guidewire onto the returned unit. Resistance was met in the annulus of the burr. The burr was microscopically examined, the burr was flared/misshapen. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The dfu states "verify that the guide wire tip is distal to the lesion and will not come in contact with the rotating burr". Therefore, the most probable root cause is user related. (B)(4).